Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic, non-sustained lead noise due to pseudo-pseudofusion beats was observed. Reprogramming changes were discussed. The patient will be monitored.